Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed a skin infection at the implant site which leads to skin breakdown and extrusion of the implant (date not reported). Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.